Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally prior to spaceoar implantation and the procedure was done under local anesthesia. The spaceoar post implant was read as extension into the right anal wall. Upon reviewing the image the physician stated that it looked mostly fine and was far enough from the prostate. Additionally, less than 2.5cc of hydrogel was noted to be in the rectal wall. The patient will go on external beam radiation therapy (ebrt) as planned.